Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra), and trending analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis for the issue of smoke/vapor was reviewed from 12/15/2016 to 06/13/2017 and no significant trend was observed. The catalytic converter, oil mist filter and vacuum pump oil were not returned for further evaluation as the fse stated the parts were saturated with oil. The assignable cause of the smoke/vapor is the catalytic converter, oil mist filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic converter and oil mist filter were replaced to resolve the smoke/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a ¿smoke/vapor¿ emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer unplugged the unit. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.